Event description:
During a aaa procedure in 2007, a tri fab zenith endograft system was placed according to the IFU. During the final angiogram there was a narrowing of the right iliac within the iliac leg graft. The operator decided to place a balloon expandable stent within the iliac leg graft at the area of the narrowing. The stent was deployed and the narrowing within the leg resolved. There were no pt complications.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review indicated that the event was caused by adverse pt anatomy. Cook instructions for use states the following: "access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of 16 french to 20 french vascular introducer sheath." "The outcome aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made."